Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer filled cannula before and after inserting in the body. Customer's blood glucose was 214 mg/dl. Reportedly, customer filled cannula successfully and resumed insulin delivery.